Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into j7 of the electrical board. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unexpected power loss alarms due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call pump alarmed power loss. The customer's blood glucose levels are 169mg/dl during the event. The customer pump was replaced and will return for analysis. No further details are given.